Manufacturer narrative:
On 12/11/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left-mentor siltex round moderate profile 275cc saline breast implant, catalog number 3501645, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor siltex round moderate profile 275cc saline breast implants which the left side deflated after implantation. Patient noticed the left breast implant size is smaller than the right implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 12/27/2018, mentor acknowledged that the patient had the device removed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).